Event description:
User reported eagle eye platinum device was being used in conjunction with a "guideliner". Ivus imaging was performed following pci involving an anomalous left circumflex coronary artery. There was no indication of a malfunction of the eep device however; a dissection was reported after the devices were removed from the patient. The dissection was successfully treated by stenting the vessel and the patient was discharged from the hospital according to the original treatment plan and is currently in good condition.

Manufacturer narrative:
(B)(4). The device was discarded by the hospital therefore, no further device evaluation could be performed. The serial number of the device was also not reported. There was report of difficulties during the case, and given the limited information obtained we are unable to determine the root cause of this event or if the volcano device caused or contributed to the dissection. Volcano will continue to monitor complaints for this event type and will report any additional information should it become available.